Manufacturer narrative:
(B)(4). Method: the complaint (B)(4) is not expected to be returned to fisher & paykel healthcare (fph) for evaluation. Our analysis is accordingly based on the event description, follow up information, photographs and our knowledge of the product. The fph (B)(4) was performance tested by a fph representative. Results: visual inspection of the photographs reveal no damage to the connector end of the complaint heater wire. We are unable to determine the distance between where the fire started to the distal end of the heater wire connector from the photographs. It appears that the filament of the heater wire is no longer insulated and the filament is broken in several pieces. Photographs of the y-piece, a short part of the inspiratory limb, a short part of the expiratory limb and the airway end of the temperature probe were provided. Black and brown residue was observed inside the y-piece, and on the white cuff and part of the tubing. The connector of the patient interface tubing appears to have melted. The tubing with the blue cuff also show signs of melting. The hospital had reported that there was an abrasion on the heater wire and that the hospital had used "tape" to fix this. Evidence of the tape used was not evident on the photographs provided. An fph representative visited the hospital following the complaint and carried out a performance test on the (B)(4) respiratory humidifier. No fault was found. A lot check could not be performed as no lot number was provided. However, a search through our database revealed no other complaints of this nature for (B)(4). Conclusion: no fault was found with the fph (B)(4) respiratory humidifier. Without the return of the complaint devices and more detailed information we are unable to determine the root cause of the fire. Our user instructions for the (B)(4) respiratory humidifier state - "check accessories for any physical damage before use and replace if damaged". Our product technical manual for the (B)(4) respiratory humidifier also states - "visually inspect accessories for damage before use".

Event description:
A hospital in (B)(6) reported that a fire occurred in a set up which included a fisher & paykel healthcare 900mr755 reusable breathing circuit heater wire, a fisher & paykel healthcare mr850 respiratory humidifier, 1.2m drager breathing circuit and a drager xl ventilator. The hospital further reported that there was an "abrasion" on the heater wire. No patient consequence was reported.

Manufacturer narrative:
(B)(4). We are currently endeavouring to obtain further information with regard to this complaint. We will provide a follow-up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that a fire occurred in a set up which included a fisher & paykel healthcare (B)(4) reusable breathing circuit heater wire, a fisher & paykel healthcare (B)(4) respiratory humidifier, 1.2m drager breathing circuit and a drager xl ventilator. The hospital further reported that there was an "abrasion" on the heater wire and that the hospital had attempted to repair the damage using electrical repair tape. No patient consequence was reported.